Manufacturer narrative:
The chemtrec report did not provide a lot number for the rapicide high level disinfectant and sterilant subject of the reported event. Steris made multiple attempts to contact the user facility to obtain additional information regarding the reported event however, the user facility has not responded. Without the user facility's response, steris is unable to determine the cause of the reported event. The chemtrec reporter confirmed the employee subject of the reported event had a copy of the safety data sheet. The safety data sheet states, "use only outdoors or in a well-ventilated area. Wash hands thoroughly after handling. Wear protective gloves/eye protection/face protection. In case of inadequate ventilation wear respiratory protection." UDI related data clarification - the lot number is unknown; therefore, the applicable production identifiers were not included in the MDR. No additional issues have been reported.

Event description:
The user facility reported via chemtrec report that rapicide high level disinfectant and sterilant leaked from their machine inside a small room with no ventilation. An employee experienced a burning sensation in her eyes, nose and throat. The chemtrec reporter offered to provide the employee with medical contact information however, the employee declined.